Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/4/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that an 85 year old male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered a pericardial effusion. Near the end of the procedure, the physician was performing a routine check with intracardiac echo (ice). An effusion was noted. No patient symptoms. A pericardiocentesis was performed, and 350 ml was removed. Patient is stable and will be staying overnight. The physician did not say the cause but did comment that the effusion may have been present before the procedure. The device evaluation was completed on 5/19/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) year old male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The patient suffered a pericardial effusion. Near the end of the procedure, the physician was performing a routine check with intracardiac echo (ice). An effusion was noted. No patient symptoms. A pericardiocentesis was performed, and 350 ml was removed. Patient is stable and will be staying overnight. The physician did not say the cause but did comment that the effusion may have been present before the procedure. Transseptal access was performed with a baylis needle. Max wattage used: 50 w, total lesions: 162, total ablation time: 52min 33secs and total fluid: 1256 ml. There were no steam pops noted. Force visualization features were used: graph, dashboard, vector, and visitags. Visitag module parameters for stability were: 2mm, 3secs, fot 30%@3g and color options were tag index. In addition to the adverse event an invalid temperature message was displayed on the smartablate remote when attempting ablation. The catheter lot #: 30495109m was replaced with lot #: 30492344m, and the issue resolved. The smartablate remote was operating to specifications and was not responsible for the product issue. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The temperature issue was assessed as not MDR reportable. The ablation cannot be performed since there is no radio frequency energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Since this adverse event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.